Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The result from the meter at 2:54 p.m. Was 576 mg/dl. The result from the laboratory at 3:01 p.m. Was 419 mg/dl.

Manufacturer narrative:
Qc was run on the day of the event with passing results. The customer also stated pixels were missing from the display. The results field was clearly readable and no results were misinterpreted. The meter and test strips were requested for investigation. The meter and 2 vials of test strips were returned. Control ranges: level 1: 30 - 60 mg/dl; level 2: 261 - 353 mg/dl. Vial #1 results: level 1: 45, 45,and 44 mg/dl; level 2: 299, 297, and 298 mg/dl. Vial #2 results: level 1: 41, 43, and 43 mg/dl; level 2: 293, 303, and 296 mg/dl. All returned results are within acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter was disassembled and no damage or contamination was observed. One vial of test strips (vial 02158) was inspected and the strip vial, desiccant and vial cap were all acceptable in appearance; there was no obvious reagent discoloration. One vial of test strips (vial 01064) was inspected and the strip vial hinge on the flip top cap was partially broken off. There were no other markings or vial deformations near the flip top cap or hinge area. The desiccant was acceptable and there were no obvious reagent discoloration. The investigation is ongoing.

Manufacturer narrative:
Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. Vial integrity testing was performed on the returned test strip vials with passing results. The investigation did not identify a product problem. The cause of the event could not be determined.